Manufacturer narrative:
.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon rupture occurred. The lesion being treated was located in the proximal left anterior descending (lad). There was a 90% stenosis, calcification, and the vessel was moderately tortuous. After advancing the guidewire and guide catheter, the physician attempted direct stenting of the proximal lad using a 3.00x32mm taxus express2 drug eluting stent. It was deployed at 9 atms and 10 atms using he delivery balloon. Post ivus, the physician attempted the kissing balloon technique of the lad and the left circumflex and noted that the delivery system balloon had ruptured on the proximal side because blood flowed into the inflation device. The physician used a 3.00x20mm maverick2 balloon to complete the procedure. The balloon was removed intact and there were no complications reported. The pt condition is listed as good.